Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus sales representative stated that an in-service would be conducted for the customer regarding the use of the evis exera iii duodenovideoscope on april 23, 2021. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the single use distal cover of the evis exera iii duodenovideoscope fell off inside the patient during a therapeutic procedure. The distal cover was unable to be retrieved from the patient's stomach, however, the procedure was able to be completed. No patient harm reported.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, it was determined this event/report is duplicate of patient identifier (B)(6) (MFR 8010047 -2021-06504).